Event description:
Reportedly, the patient came to the hospital for a surgery. The surgeon asked the cardiologist to control the ICD after the procedure. The cardiologist found that the ICD was in recommended replacement time, 2 years after its implantation. She asked the patient if he knew about it, he said that during his last follow up his physician had told him that the ICD was aging faster than expected but was still working. It was decided to remove the ICD that will be returned for analysis.

Event description:
Reportedly, the patient came to the hospital for a surgery. The surgeon asked the cardiologist to control the ICD after the procedure. The cardiologist found that the ICD was in recommended replacement time, 2 years after its implantation. She asked the patient if he knew about it, he said that during his last follow up his physician had told him that the ICD was aging faster than expected but was still working. It was decided to remove the ICD that will be returned for analysis.